Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedure non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.